Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator. The device was at 2.52 v with 18.2 second charge times. There was report that this was declared within warranty period. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device was explanted. This investigation will be updated should further information be provided.